Manufacturer narrative:
(B)(4). Product evaluation: the results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the pressurewire and the cause for the reported event remains unknown. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur.

Event description:
During ffr measurement in the circumflex coronary artery with tortuosity and calcification, it was reported that a pressurewire aeris tip caused a coronary dissection. The physician attempted to stent the dissection, but it was impossible to cross it. A few coronary wires were attempted to be used. The dissection occluded the vessel. The physician tried to cross it reaching the true lumen, but it was not possible. Every guidewire used went to the false lumen. At the end of the procedure, the patient was stable.